Event description:
During nephrectomy procedure, clip applier intermittently applying a 'twisted' clip. Clip applier tips were confirmed to be intact and in proper alignment on inspection. No harm to patient.